Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that the cassettes leaked. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that cassettes occurred leakage before surgery. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
This is the second of two reports for the same complainant involving two lot numbers of the same product. This smdr is being filed to report the investigation conclusion for complaint lot number 2266103h; please refer to manufacturer report number 1644019-2020-00534 for the investigation conclusion on related complaint lot 2246709h. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An used 23 gauge combined pack was visually inspected. The infusion chamber on the pinch plate was cracked on the outside wall, on in the middle wall and on the inside wall. A system message occurred when the cassette was inserted into the console. Fluid test on the sample was not performed to avoid the console being broken. The infusion chamber was broken off from the pinch plate. Insufficient welding between the infusion chamber and the pinch plate caused the leaking failure on the cassette. In-process controls are established to prevent reoccurrence of this issue. After final assembly each cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The source of the customer's complaint is due to a leak between the infusion chamber and pinch plate. This issue is consistent with an inadequate weld between the two components which will cause the cassette to fail during console setup and result in the customer's experience. The root cause of the leak is related to a weld error between the infusion chamber and cassette pinch plate. It¿s important to note that customer handling combined with the shipping and transportation processes cannot be entirely ruled out as a cause for this issue. After review of this complaint, it has been determined that no further actions will be pursued at this time. After final assembly, each cassette is leak and flow tested post-assembly to mitigate this type of event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate